Event description:
Device issue: guide breakage. Time of device issue: during vessel closure. Adverse event: surgical retrieval. It was reported that a physician trained in the use of the perclose proglide attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during removal the device broke between the proximal and distal portion of the guide and remained in the artery. The pt was sent to surgery for removal of the detached portion and arterial repair. There were no reported adverse pt sequelae. Though requested, no additional info was available.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.